Manufacturer narrative:
Patient weight is unknown. Date of event: unknown. This report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation as it is still in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that post-operatively the screw head of a locking screw broke off in the radial head plate. This was noticed on a follow up x-ray on (B)(6) 2016. The patient had surgery on (B)(6) 2016 for an open reduction internal fixation of the radial head. The patient has had no discomfort and good range of motion and is continuing to improve. The surgeon feels the elbow is stable and healing. No further intervention is planned at this time other than to watch the patient's progress. The provided x-rays were reviewed by the manufacturer and it was noted that the screw breakage could be observed. This report is for an unknown locking screw. This is report 1 of 1 for (B)(4).